Event description:
It was reported that the left ventricular lead could not be placed due to the patient's anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis revealed no anomalies. Additional analysis revealed that there was blood/body fluid on the distal conductor (not obstructed).